Event description:
The customer's mother reported that the guardian monitor buttons were unresponsive. Customer declined to troubleshoot. Customer's blood glucose was 123 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.